Event description:
It was reported that bipolar lead impedances were dropping, atrial lead impedances were steady, noise was observed on both leads, and capture was good. Leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.